Event description:
According to the reporter, during use, there was a leakage in the unit. It was reported that they replaced the tracheostomy tube. When they immersed the tube in water, water bubbles came out of the inflation line.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation, no lot number was provided. An inflation/deflation test was performed and it was observed the flange connector leaks through the connection of the inflation line. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a leakage in the unit. They replaced the tracheostomy tube. When they immersed the tube in water, water bubbles came out of the inflation line.